Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, after the device was assembled, the surgeon approach the tissue, then pressed the green button and started to fire the device, but the device would not fire. They then replaced a new reload to resolve the issue. There was no patient injury.